Event description:
A surgeon reported that approximately 22 months following cataract surgery, a pt complained of a decrease in vision. Upon examination, the surgeon observed that the intraocular lens had dislocated into the anterior chamber and one of the haptics was detached. The intraocular lens was removed. However, the surgeon was unable to explant the detached haptic. Another intraocular lens was placed outside of the bag.

Event description:
Add'l info provided indicates that the pt was hospitalized october 19th through october 20th.